Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain /pelvic area pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's') in an adult female patient who had essure (batch no. 882187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general body pain, flank pain, nausea and thyroid disorder. Concurrent conditions included right lower quadrant pain, menometrorrhagia and abdominal pain. Concomitant products included levothyroxine sodium (synthroid) since 2005. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anguish"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune thyroiditis, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: total bilateral occlusion. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: right ovary complex cyst measuring 3.5 x 2.5 x 2.5 cm compatible with either hemorrhagic cyst of endometrioma. Right adnexal fluid is present. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming: hashimoto's disorder, depression, mental anguish, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs and mr received: lot number added. Events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, hashimoto's disease were added. Event outcome pelvic pain was changed unknown to recovering/resolving. Medical history, lab test and concomitant drugs were added. Event onset date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain /pelvic area pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's') in an adult female patient who had essure (batch no. 882187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pain, flank pain, nausea and thyroid disorder. Concurrent conditions included right lower quadrant pain, menometrorrhagia and abdominal pain. Concomitant products included levothyroxine sodium (synthroid) since 2005. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anguish"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and post procedural complication ("post removal complications-yes"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on(B)(6)2013. At the time of the report, the pelvic pain had resolved and the autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, autoimmune thyroiditis, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for: pelvic pain, autoimmune disorder diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6)-2012: total bilateral occlusion.. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Ultrasound pelvis - on(B)(6)2012: right ovary complex cyst measuring 3.5 x 2.5 x 2.5 cm compatible with either hemorrhagic cyst of endometrioma. Right adnexal fluid is present.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming: hashimoto's disorder, depression, mental anguish, pelvic pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. Event "post procedural complication" added. Outcome for event pain updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain /pelvic area pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's') in an adult female patient who had essure (batch no. 882187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pain, flank pain, nausea and thyroid disorder. Concurrent conditions included right lower quadrant pain, menometrorrhagia and abdominal pain. Concomitant products included levothyroxine sodium (synthroid) since 2005. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anguish"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and post procedural complication ("post removal complications-yes"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, autoimmune thyroiditis, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for: pelvic pain, autoimmune disorder diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: total bilateral occlusion.. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2012: right ovary complex cyst measuring 3.5 x 2.5 x 2.5 cm compatible with either hemorrhagic cyst of endometrioma. Right adnexal fluid is present.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming: hashimoto's disorder, depression, mental anguish, pelvic pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event "post procedural complication" added. Outcome for event pain updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain /pelvic area pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's') in an adult female patient who had essure (batch no. 882187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pain, flank pain, nausea and thyroid disorder. Concurrent conditions included right lower quadrant pain, menometrorrhagia and abdominal pain. Concomitant products included levothyroxine sodium (synthroid) since 2005. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anguish"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune thyroiditis, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: total bilateral occlusion.. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: right ovary complex cyst measuring 3.5 x 2.5 x 2.5 cm compatible with either hemorrhagic cyst of endometrioma. Right adnexal fluid is present. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming: hashimoto's disorder, depression, mental anguish, pelvic pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain /pelvic area pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's') in an adult female patient who had essure (batch no. 882187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pain, flank pain, nausea and thyroid disorder. Concurrent conditions included right lower quadrant pain, menometrorrhagia and abdominal pain. Concomitant products included levothyroxine sodium (synthroid) since 2005. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anguish"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and post procedural complication ("post removal complications-yes"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, autoimmune thyroiditis, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for: pelvic pain, autoimmune disorder. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: total bilateral occlusion.. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Ultrasound pelvis - on 23-nov-2012: right ovary complex cyst measuring 3.5 x 2.5 x 2.5 cm compatible with either hemorrhagic cyst of endometrioma. Right adnexal fluid is present. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming: hashimoto's disorder, depression, mental anguish, pelvic pain, and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event "post procedural complication" added. Outcome for event pain updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain /pelvic area pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's') in an adult female patient who had essure (batch no. 882187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pain, flank pain, nausea and thyroid disorder. Concurrent conditions included right lower quadrant pain, menometrorrhagia and abdominal pain. Concomitant products included levothyroxine sodium (synthroid) since 2005. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anguish"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and post procedural complication ("post removal complications-yes"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved and the autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, autoimmune thyroiditis, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for: pelvic pain, autoimmune disorder diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: total bilateral occlusion.. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2012: right ovary complex cyst measuring 3.5 x 2.5 x 2.5 cm compatible with either hemorrhagic cyst of endometrioma. Right adnexal fluid is present.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming: hashimoto's disorder, depression, mental anguish, pelvic pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.